Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician completed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. The patient followed up stating she had "no problems." In the evening, the patient complained of pain and received pain medication. The patient became "really ill" and was admitted into the hospital. The physician performed a "laparotomy and found a "burned small bowel with a perforation of 2-3cm. There was leakage of feces in the abdomen. They resected the perforation part (total of 6cm) and made a side to side anastomosis. After 6-7 weeks she had a recurrence operation to rinse the abdomen and a hysterectomy was performed." Currently, the patient is recovering.